Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient lost stimulation. Impedance measurements exhibited high values. Effective stimulation could not be restored. Surgical intervention was undertaken on 05 september 2018 during which the lead was explanted and replaced. Stimulation was restored following the procedure.